Event description:
In 2008, the pt reported that her blood glucose had been elevated all day. She stated that she was in the process of changing the insulin cartridge and infusion set. The display of her infusion device read "please remove the cartridge," however, the piston rod would not remove. The pt was advised to press and hold the check key. She stated that the infusion device was making noise, but when 315 was displayed on the screen, the poston rod had not retracted. The pt was assisted with switching to her backup infusion device. She stated that at 6:00 am, her blood glucose measured "hi" on her blood glucose monitor and she bolused 12 units of insulin. At 8:00 am, her blood glucose still measured "hi" and she bolused another 6 units of insulin. At 10:00 am, her physicians assist helped her prime an air bubble from the infusion tubing. Her blood glucose continued to be elevated throughout the day. At 10:10 pm, her blood glucose measured 488 mg/dl. Upon follow up on two days later, the pt stated that her blood glucose measured 238 mg/dl when she woke up and it measured 200 mg/dl at 12:00 pm. She stated that her physician is aware of her elevated blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.